Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11126. The pt reported she had pain at the ipg pocket site even whenever she was not charging. The pt reported during charging sessions the skin becomes hot to touch and red, but there have been no burns. The pt reported her physician was aware of the issues and was following them closely. Follow up found the pt had heating after 30 mins of charging; the pt stated the charger antenna felt hot. The pt also reported she felt like the ipg had moved, and was causing discomfort. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.